Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6177 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with chest tightness. The symptoms were correlating with rate drop response episodes. The rate drop response was reprogrammed to be more sensitive. The device is still in use. No further patient complications have been reported as a result of this event.